Event description:
Additional information received noted that the patient had received assistance from their physician or the manufacturer's representative and their concerns were resolved. It was noted that the issue was handled with phone calls.

Manufacturer narrative:
Lead: model # 39286-65, lot # v325221005, implanted: (B)(6) 2010, explanted: unknown; recharger: model # 37752, (B)(4); programmer: model # 37743, (B)(4).

Event description:
It was reported there were coupling and or communication issues. Use of al (antenna locate) resulted in a por (power on reset) being displayed on insr which then lead to the normal recharging screen. The patient did see a por message on her last attempt to charge. The patient was only able to charge for an hour today due to job/ travel issue. The patient was now getting 6-8 coupling bars. If additional information is received, a follow up report will be sent.